Event description:
The patient reported that the needle never deployed the cannula into their skin. The patient explained that when they installed the pod on their right arm, it was positioned incorrectly as it was too close to the curve of their arm rather than up and down as intended. Although the patient followed the activation steps and heard the injection sound, the cannula did not insert properly into their skin, and the patient stated they did not see the pink slide, which would indicate a needle mechanism failure. By the following morning, the patient noticed their blood glucose level had risen to over 200 mg/dl, and they could smell insulin leaking from the pod. The cannula was visible after removal. The pod had been worn between 4 and 24 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_iosomnipod software app version: 2.2.1operating system: 26.5hardware: iphone17.2cgm sensor type: data not availableplease note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.